Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The UDI is unknown because the part number and lot number was not provided.

Event description:
It was reported that during an un-specified case, the xience alpine stent delivery system (sds) was advanced without issue to the lesion. The stent was successfully deployed; however, during removal of the sds, slight resistance was noted with the implanted stent. There were no other issues and the case was completed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.